Manufacturer narrative:
The insulin pump button error alarm and no button response due to corroded keypad traces. The insulin pump was received with crack case on all four corners near display window, crack reservoir tube lip, crack battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.